Event description:
It was reported that a patient reported abnormal withdrawal symptoms including increased pain, nausea, vomiting, hypertension, and shaking. A pump malfunction was reported. The patient was examined and the device was interrogated; the pump was in safe state delivering at the minimum rate (also reported as ¿shelf state x3¿). The pump was reprogrammed to its previous rate and upon printing the programmer report the reset occurred-low battery message was seen (2015 (B)(6)). The issue resulted in serious deterioration in patient health and resulted in prolonged hospitalization. The event did not result in permanent impairment of body function or permanent damage to a body structure. The patient presented to the emergency department (ed) late on 2015 (B)(6) and was admitted to the hospital on 2015 (B)(6) where medications and intravenous fluids were administered. The pump replacement surgery was initially scheduled for the following week but was rescheduled for 2015 (B)(6) and the patient was discharged until then. During pump replacement the catheter was noted to have kinked and fractured. The existing catheter was tied off and a new catheter was implanted. The pump was returned to the manufacturer and the issue resolved without sequelae. The pump was used to infuse baclofen (compounded), bupivacaine, and dilaudid (hydromorphone). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the catheter found c300. The catheter body was broken. Analysis of the pump found c300. The pump battery had high resistance.

Event description:
Information was received from a healthcare provider via psr who indicated that the event of withdrawal symptoms had resolved without sequelae as of (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via psr the pump was examined 03/12/2015 and was delivering dilaudid 2.0 mg/ml; 1.6511 mg/day, bupivacaine 30.0 mg/ml; 24.766 mg/day and baclofen 200.0 mcg/ml; 165.11 mcg/day. Infusion mode was simple continuous and patient activation was enabled.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2011 (B)(6); product type catheter (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.